Event description:
It was reported that patient experienced unspecified issues with his inflatable penile prosthesis (ipp) pump. Patient underwent a replacement surgery. A new pump was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Pump was riding too high in scrotum. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of was confirmed via product analysis. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on the results of this investigation, no escalation is necessary

Event description:
It was reported that patient experienced unspecified issues with his inflatable penile prosthesis (ipp) pump. Patient underwent a replacement surgery. A new pump was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Pump was "riding too high in scrotum". No adverse patient effects.